Manufacturer narrative:
Patient information and event date were requested. The repair information was also requested, but no response received. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator will not provide spontaneous breath to the patient. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.